Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 while the pediatric patient waws at recess, they felt shaky and dizzy. The patient fell to the ground and went to the school clinic. At the clinic, a bg was checked and it was 53 mg/dl. The cgm was displaying a signal loss message. The patient was given juice and no other treatment. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.